Event description:
This is the same case and patient as MFR report # 3005099803-2011-04325. This report pertains to the first of two devices. It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst during the procedure. It is unknown at what pressure the balloon burst. The balloon was inflated with a 50/50 mixture of saline and contrast. The device was then completely removed from the patient. The physician completed the procedure with a different device with no complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the balloon material had a longitudinal tear 26 mm long at 6 mm distal to the distal edge of the proximal balloon sleeve. A visual and tactile analysis of the catheter shaft revealed no defects. Operational context contributed to this event.

Event description:
This is the same case and patient as MFR report # 3005099803-2011-04325. This report pertains to the first of two devices.it was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst during the procedure. It is unknown at what pressure the balloon burst. The balloon was inflated with a 50/50 mixture of saline and contrast. The device was then completely removed from the patient.the physician completed the procedure with a different device with no complications. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4)